Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The unit failed calibration. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date of report: 18jun2019. Date rec'd by MFR: 14jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection revealed no evidence of damage or contamination. The touch screen assembly was installed into a test ventilator in attempt to duplicate the reported issue. Further investigation revealed that the resistance (the ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.